Manufacturer narrative:
During inspection and testing of the subject device, the cups remained closed and did not open or close when the slider was operated. Foreign material was attached to the arms of the cups. After the cups were soaked in water and left to stand, the cups opened. By ultrasonically cleaning the tip of the forceps, the foreign matter could be removed. There were no abnormalities found with the device that could have lead to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it was concluded that the cups did not open and close because of the foreign material that adhered to the arms of the cups. It is likely the adherence of the foreign material was due to insufficient cleaning, or that the device was not cleaned immediately after use. However, a definitive root cause of the foreign material adhering to the arms could not be determined. The device's instruction manual provides the following warning regarding reprocessing of the device: "reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups. The device's instruction manual provides the following regarding proper lubrication of the device: immerse the insertion portion in the lubricant for 2 to 3 seconds. Remove the instrument from the lubricant. Operate the slider to open and close the cups two or three times. Wipe the exterior of the instrument with a clean, dry lint-free cloth and allow the instrument to air dry. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when preparing the subject device for use during a diagnostic biopsy procedure, after re-sterilizing and before use, the cups would not open. The intended procedure was completed using another similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that foreign material was adhered to the arms of the cups (the linkage mechanism at the distal end). This report is being submitted for the malfunction found during evaluation of the device (presence of foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.